Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "damaged bearings" was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
A report received from the (B)(6)stated the device is experiencing a damaged bearings issue and is being returned for service. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention were reported. No additional information was provided.